Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "infuison delivery accuracy, infusing ending early over delivery. Type of drug: etoposide infusion set to run over 24 hours. Vtbi 564ml; rate 23.5ml/hr; duration 24hr. Reported that the infusion was started (B)(6) 2015 at 20:20 to run over 24hr. Reported that the infusion finished (B)(6) 2016 at 05:20, two hours early. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Death / serious injury: no. "

Event description:
The event was reported by a customer from USA: over delivery.

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.